Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the monitor froze during intubation and could no longer be operated. The device also smelled burnt on receipt. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the technical investigation of the returned product did not reveal the reported problem. As no fault was found during the technical inspection, the most likely cause of the fault is another component, perhaps a defective cable or incorrect operation by the user. There are no signs of a manufacturing defect. The conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick-up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).